Event description:
It was alleged that the patient¿s life2000 device alarmed and stopped working and the patient experienced oxygen desaturation. At the time of the reported event, the patient stated the life2000 had a yellow alarm that turned red, and the device stopped giving breaths. The patient tried walking to her oxygen tank but did not have the nasal cannula tubing to go with it and began feeling delirious. The patient called 911 and was reportedly without oxygen for 20-25 minutes. The patient¿s spo2 at the time of the event was not reported. When ems arrived, the patient was placed on oxygen (liter flow not reported), and she felt better. The patient declined being transported to the hospital. In this event, the patient was reportedly without supplemental oxygen for approximately 20-25 minutes and became symptomatic. It can be reasonably concluded that the patient experienced oxygen desaturation, which was life threatening and required medical intervention (assistance from ems, supplemental oxygen) to preclude permanent impairment of a body function or permanent damage to a body structure, concluding a serious injury occurred. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The life2000 ventilator, compressor, and patient circuit were returned to baxter for inspection. The returned devices were set up in an extended range configuration using a known good combo hose. The compressor did not provide pressure and as a result, the ventilator could not produce a breath, which confirmed the customer reported event. A review of the device event history showed a series of low source gas pressure alarms followed by a critically low source gas pressure alarm on the day of the reported event. Using a known good compressor, therapies were run at low, medium, and high activity levels. No error message or alarms were observed, and no malfunction was found. The devices performed as intended. End of line testing (following a specific verification protocol, this testing is done to show the devices meet all performance requirements) was performed on the returned ventilator and compressor and the compressor malfunctioned. The dryer cylinder inside the compressor was loose on both ends, thereby creating a loss of pressure most likely caused by excessive vibration. The ventilator functioned as intended during end of line testing. The cause of the ventilator not providing breaths was determined to be due to a compressor malfunction; however, the ventilator functioned as intended and provided appropriate notification to the patient of a condition that required attention. It would be unlikely to cause or contribute to a death or serious injury if it were to recur. The device IFU provides the following instruction related to a low gas pressure notification: if a low gas pressure alarm is not resolved, place the patient on an alternate means of ventilation (if necessary). The patient in this event did not have an alternate means of ventilation or oxygen therapy available after the life2000 ventilator stopped providing breaths and the patient became symptomatic. The cause of the oxygen desaturation can be attributed to use error as the patient reported she did not have a nasal cannula and her back up oxygen tank was empty.